Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with unknown saline breast implants which the health care professional reported the following: patient has shortness of breath and body ache, she's had testing and all is negative. Health care professional states patient doesn't even know if the implants are mentor . Patient just reach out to health care professional on (B)(6) 2020 but they have no previous history on patient which a lot of information is unknown. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.